Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the sensor gave inaccurate values on (B)(6) 2013. Patient reports that the values tended to drift low. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.